Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the multi-link vision coronary stent systems instructions for use states: note the product use by date specified on the package. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal circumflex artery that was moderately calcified. Predilatation was performed prior to advancement of the 4.0 x 23 mm rx vision stent delivery system (sds) which failed to cross the lesion due to the calcification. The stent implant dislodged from the balloon and stayed in place in the lesion site. A snare device was used to capture the dislodged stent which was then brought to the level of the introducer sheath; however, while attempting to pull the stent into the introducer sheath the stent traveled down to the profunda artery. No attempts were made to retrieve the dislodge stent from the profunda artery. The procedure was ended. There was no clinically significant delay in the procedure reported. No additional information was provided.